Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in intrinsic r-wave sensing to approximately 3 millivolts. During the device replacement procedure for normal battery depletion (nbd), this rv lead was explanted. X-ray imaging indicated there was tension in the lead. A new rv lead and device were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed in two segments at 14.5 centimeters (cm) from the is-1 terminal pin. An extracting stylet was stuck inside the distal segment. Testing was completed in each segment to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The proximal shocking coil showed slight encapsulation of calcified body fluid. However, laboratory testing was unable to reproduce the reported clinical observations.